Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot or relabeled lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot or the relabeled lot. The investigation determined the reported stent dislodgement appears to be related to operational circumstances of the procedure. It is likely that during advancement, the sds encountered resistance against the anatomy and/or other devices used resulting in the reported partial stent dislodgement. There is no indication of a product quality issue with respect to the design, manufacture.

Event description:
It was reported that the procedure was to treat a right iliac artery. A 9.0x29mm omnilink elite balloon-expandable stent (bes) system was advanced to the lesion; however, before inflation, it was noted that the stent moved (partially dislodged) on the balloon, so the device, including the stent was successfully removed from the anatomy without issue. There was no adverse patient effect and no clinically significant delay in the procedure. The procedure was successfully completed with another same size omnilink. No additional information was provided.